Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the reported problem. Fse replaced the erbe for customer satisfaction. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the erbe generator was not working. The technical support engineer (tse) confirmed with the customer that they had a good ground "green pad light" and all energy cables were connected, but there was still no energy activation. The tse asked if they had any messages on the system or erbe generator. The customer was unsure of any messages, and decided to switch to a third party energy device. Third party device switch was performed and energy was applied. The customer was proceeding with the procedure as planned, no further troubleshooting performed. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the issue was identified during the procedure. The reporter stated that they were able to connect the robot to force triad energy using the blue energy cable to resume the procedure. The procedure was able to be completed with a different generator.